Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Not all specific event information was provided by the company representative and a one to one correlation could not be made to each referenced event separately. As such one report was created to capture multiple occurrences of the same issue with the same programmer base. All available information has been utilized. All evaluation/analysis information will be submitted on MDR 3004593495-2019-00717. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on four separate occasions there was an issue with r-wave capture testing while using the analyzer on the mobile programmer application. It was noted that it was not sensing. A different programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.